Manufacturer narrative:
(B)(4).

Event description:
During the initial index procedure the physician used an in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion in the left sfa (mid sfa). Eighteen months post initial index procedure the patient experienced arterial stenosis of the left leg and underwent revascularization of the left mid sfa 5 months later with the placement of non mdt stent as treatment. Event reported as resolved. Investigator assessed that the event is possibly related to the study device but not related to the procedure or paclitaxel.

Manufacturer narrative:
Cec assessed that the event is related to the study device but not related to procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event previously mentioned regarding arterial stenosis of left leg occurred 4 days later than previously reported.